Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2024. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: please confirm how many products had foreign matter: 3. H3 investigational summary: the product was returned to ethicon for evaluation. Three representative unopened samples that pertain to product code w223 were received for analysis. During visual inspection of the returned sample, a small black stain was observed outside of the overwrap packets. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Nine representative unopened samples that pertain to product code w223 were received for analysis. Upon initial inspection of the samples, no foreign matter or filths were observed on the samples received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, there had been failed the inspection within company testing section. There were 3 filths for an inspection quantity of 8. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/5/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please confirm how many products had foreign matter. When the packages were observed at sukagawa site, it was found that black matters like ink attached to the outside of the three of twelve packs. - please describe the type of foreign matter that was observed.=>although the products were observed at sukagawa site, there is no foreign matter inside. - are there any photos of the foreign matter available?=>no - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.